Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that a fuse had opened on the vertical lift power supply. The fuse was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 7700 had problems with vertical lift. There was no adverse pt involvement reported. There was no pt info reported.